Event description:
Pt was using an oxygen concentrator. Ignition of the oxygen tubing occurred in the bathroom, most likely smoking related. Pt was found on the toilet with burns around mouth and nose area, common with igniting oxygen while smoking. The burn pattern of oxygen tubing indicates it started by the toilet, burned across the bathroom floor, through the living room to the oxygen concentrator.

Manufacturer narrative:
The oxygen concentrator was not the cause of fire. Ignition of the oxygen tubing occurred in the bathroom and burned back to the oxygen source, the oxygen concentrator. Warning labels and the pt manual warn not to allow smoking or open flames within 5 feet of the device, and any oxygen carrying accessory (oxygen tubing). There was no evidence of a cigarette recovered, but the firemen started to squeegee water from the sprinklers into the shower drain, and a cigarette butt could have gone down the drain. A cigarette lighter was recovered in the bathroom. The pt was a known smoker, had been removed from another assisted living center for smoking and received warnings at this assisted living center on the dangers of smoking while on oxygen.